Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding implantable neurostimulators (ins). It was reported the healthcare provider (hcp) said there were still some issues with the rechargeable device that hadn't been worked out yet. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not have a rechargeable model ins. There were no further complications reported or anticipated.